Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The ruler sheath is fractured at the base of the collar rendering the device inoperable. The device was manufactured in 2016 and shows signs of extensive use. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that the nob doesn¿t screw on. There was no delay in the case. A smith and nephew backup device was available. Results of investigation determined that the ruler sheath is fractured at the base of the collar rendering the device inoperable.